Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was visibly apparent that there was an insulation breach on the right atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in (B)(4) pieces. Visual examination found the insulation was damaged at the proximal region of the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Shorting between conductors were noted due to procedural damage at the cut end of the distal portion. The cause of the reported event was isolated to the damaged outer insulation consistent with procedural damage.